Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable left ventricular (lv) lead experienced intermittent diaphragmatic stimulation, occurring only when lying on the side or bending over; however, it could not be reproduced during evaluation. The lead was electrically repositioned, but intermittent diaphragmatic stimulation was not resolved. Due to patient persistent stimulation the physician elected to implant a new cardiac resynchronization therapy pacemaker (crt-p) with a right ventricular (rv) lead on the left bundle branch area (lbba) area and a coronary sinus (cs) lead on the right side. This implantable lead remains in service. No additional adverse patient effects were reported.